Event description:
It was reported that the patient underwent a tlif at an unknown level using rhbmp-2/acs and peek vertebral body spacer(s). The patient reportedly presented with radiculopathy approximately 1 week post surgery. At approximately 3 months post-surgery the patient had developed bone in the foramen confirmed by CT. The bone was an "eggshell" filled with fluid confirmed by MRI. The patient reportedly underwent a surgical intervention at an unknown time post-op to decompress the affected neural elements.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.